Manufacturer narrative:
The bipolar forceps (cev133) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar hook verified the complaint reported by the customer as valid. The black plastic part of the forceps was burnt between the connectors. It was made of peek. The electrode is not from integra microfrance; the device has been repaired outside of integra microfrance (etching dy (B)(6) 21). Root cause analysis: the reported issue was due to an improper cleaning or drying of the connectors. The burn of the plastic part was the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone. Moreover, the device has been repaired outside of integra microfrance and this modification could have weakened the device. According to an internal project, the material of the black plastic part was changed from peek to propylux (implemented in (B)(6) 2019). This new material is more resistant to charring issues. No adverse trends have been identified. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that smoke and heat appeared from the bipolar forceps (cev133) at the connection with the cable. The cable is not manufactured by integra. It was reported that the device was in contact with a patient when the dysfunction was observed; however, the patient was not injured. The event led to an unspecified increase in surgery time, to obtain a replacement unit.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.